Event description:
It was reported, the patient's device system was removed due to an infection. The patient experienced drainage and/or incisional wound opening. It was noted, the patient required hospitalization due to the event. Patient outcome was unknown. Additional information received a day later reported it was unknown if cultures were done. The location of the infection was the left cranial deep brain stimulation (dbs) incision. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3387s-40 lot# va00ucg, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3387s-40 lot# va07sq6, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a few weeks after having the implantable neurostimulator (ins) put in the patient had an infection. It was noted that she was in the hospital for a week and was on medication and an IV because of the infection. It was reported that the device was removed in "(B)(6) of 2013" and the patient had a hard time remembering dates. The patient had a device re-implanted in (B)(6) 2014.